Manufacturer narrative:
The reported complaint of " the control panel of the autopulse platform (sn (B)(4) was not functioning after the platform was powered on. The display lcd screen of the platform was observed with faint flashing." Was not confirmed during functional testing and visual inspection. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure needs to be replaced to remedy the observed issue. Additionally, noted the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring needs to be performed to remedy the sticky clutch plate. The autopulse platform failed the initial functional testing due to (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on, unrelated to the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The autopulse functioned as intended by triggering (ua) 45 when the driveshaft is not at the "home" position. The archive data review showed (ua) 45 and (ua) 12 (lifeband not detected) around the reported event date, unrelated to the reported complaint. The error message (ua) 12 was cleared by the user and was not reproduced during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended. The user advisory (ua) 12 is the clearable error message to alert the operator when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Awaiting customer's approval for service completion.

Event description:
During the patient call, the control panel of the autopulse platform (sn 34664) was not functioning after the platform was powered on. The display lcd screen of the platform was observed with faint flashing. Per the reporter, the battery was fully charged. The platform was tested with another good battery, however, the issue persists. No additional information was provided. The patient's status information was requested but the customer did not provide a response. After the call, the batteries were tested with another good known autopulse platform and confirmed to be functional.